Event description:
A distributor in the (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the breathing circuit was not including in a bc161bubble CPAP system kit. This was observed before patient use.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the complaint bc161bubble CPAP system kit from the distributor. We will provide a follow-up report once we have received the complaint device and completed our investigation. Awaiting device return.

Manufacturer narrative:
(B)(4). Method: the complaint bc161 bubble CPAP system kit was not returned to fph in (B)(4) for investigation. Our analysis is accordingly based on the event description and photograph provided by the distributor, and results of previous investigations of similar complaints. Results: the photograph showed that the blue inspiratory limb was not included in the bc161 kit. A lot check revealed no other complaints of this nature for lot number 120111. Conclusion: each bubble CPAP sytem kit consists of a number of components grouped together during production. It is likely that operator error has resulted in the omitted blue inspiratory limb. There are standard operating procedures (sop) in place to assist operators on the production line correctly pack breathing circuits. This consists of a specific pack card detailing all components required which must be displayed at the packing station.

Event description:
A distributor in (B)(4) reported to a fisher & paykel healthcare (fph) field representative that a circuit was not including in a bc161bubble CPAP system kit. This was observed before use on a patient.